Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with insulin with no adjustments. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿dizzy and lightheaded¿ four days later. The patient denied receiving any treatment for these symptoms. The patient was unable/unwilling to retest the meter at the time of the call. The alleged issue was unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lifescan¿s criteria for a serious injury. They did not receive any medical treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.